Event description:
The contact stated that the customer tested her blood glucose 3 times within 3 minutes and received readings of 321, 68 and 221 mg/dl. The contact mentioned that the customer had tested her glucose 2 days earlier and received a reading of 34 mg/dl. She took a glucose tablet and ate 2 pieces of candy and some honey in order to raise her glucose. The contact stated that the customer had also received 2 low readings the day of the call and had to medicate as a result. The test strips are to be returned for evaluation, and replacement test strips will be sent to the customer.